Event description:
In 2012 had essure implanted. After that, I did not feel the same - did not feel like me. The systemic symptoms started small, almost unnoticeable. After 3 years they had become almost controlling. Systemic symptoms included: joint pain, inability to sleep yet extreme fatigue, tingling in the arms/shoulders, brain fog, ringing ears, pain in the right side, heartburn, persistent cough, reactions to foods that were not prior issues, hair loss, weight gain even though no change in diet, emotional unrest, anxiety and inflammation. But the biggest concern to me was the fact that the coils had been found to migrate and embed in other organs. After hearing that others had the same systemic symptoms and the risk of migration, I chose to have a lavh/bs after 4 1/2 years with essure. The joint pain was immediately gone, the other systemic symptoms slowly left or reduced. I did not really think that essure was the cause of my issues but could not have them remain for fear of migration or pregnancy, but surgery proved that essure was the cause. It should be removed from the market so that no other women have to suffer like so many have already.